Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue regarding image distortion was not reproduced. During evaluation, it was observed, external appearance of the video connector was abnormal, and scratches were noted on the main body of the head part. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd camera head had image distortion. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h6 (type of investigation), "4114 - device not returned" should not be selected on the initial as the device was returned and evaluated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported phenomenon was not reproduced at the olympus repair center. Therefore, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.